Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation on their back where the pads and wires lay on the skin. The patient described the irritation itching and discomfort. There was no alleged device malfunction. The patient's physician prescribed hydrocortisone cream 1% and another unknown medication. The patient's irritation was reported as improving.